Event description:
It was reported that the user entered a meal announcement with the ilet but later discovered the infusion set was not connected to the body, resulting in missed insulin delivery and subsequent hyperglycemia around 200 mg/dl; education was provided to avoid a second meal announcement after 30 minutes and to allow ilet to correct. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no emergency care, and no hospitalization. Customer care provided troubleshooting and user education. Investigation of this case revealed a user handling issue related to an unsecured infusion site, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.